Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set microbore slide clamp(s) spin male luer lock experienced blockage. The following information was provided by the initial reporter: I am hearing awful stories of nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for.

Event description:
It was reported that the bd extension set microbore slide clamp(s) spin male luer lock experienced blockage. The following information was provided by the initial reporter: I am hearing awful stories of nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for.

Manufacturer narrative:
Investigation summary seven sets (model #me2020, unknown (qty 3)) were received for investigation. It was reported by the customer that the "nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for". Fluid was attempted to be flushed through the sets. Five of the sets were able to be flushed without issue. The other two sets appeared to have occlusions at the top connector of the tubing. On one of the sets, the top connector cracked during flushing attempts. The sets were examined under magnification where occlusions can be seen. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. The quality staff reviewed the production line where the effected model was operating. On different occasions, they observed pieces had accumulated in some operations while waiting for the flow test, which is used to ensure the flow of the set. The staff had a meeting to explain the importance of this operation that was being omitted. The root cause if the failure can be attributed to the lack of process in the production of the set. A quality notification was created to prevent this defect. A device history record review could not be performed on model me2020 because a lot number is unknown.